Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ peds plus¿/ f culture vials (plastic) has been found producing a molecular false positive result. Gram stain and culture were performed to confirm false positive. There was no patient impact reported. The following has been provided by the initial reporter: customer problem: customer is reporting molecular false positives with proteus on biofire with 442020 bottles. If media performance issue provide organism atcc strain information (if applicable): n/a steps taken with customer/troubleshooting: customer is reporting three 442020 bottles from lot 1265499 that have resulted as proteus on biofire bcid 1 panel but the proteus was not seen in gram or in culture.

Event description:
It has been reported that the bd bactec¿ peds plus¿/ f culture vials (plastic) has been found producing a molecular false positive result. Gram stain and culture were performed to confirm false positive. There was no patient impact reported. The following has been provided by the initial reporter: customer problem: customer is reporting molecular false positives with proteus on biofire with 442020 bottles if media performance issue provide organism atcc strain information (if applicable): n/a steps taken with customer/troubleshooting: customer is reporting three 442020 bottles from lot 1265499 that have resulted as proteus on biofire bcid 1 panel but the proteus was not seen in gram or in culture.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-apr-2022. Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results.